Manufacturer narrative:
H11 - manufacturer narrative: icl may move out of its appropriate position, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.